Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms and high pacing threshold measurements. The physician believes these clinical observations to be due to scar tissue build-up near the tip of the rv lead however an x-ray did not reveal any abnormalities. At this time, no changes have been made and the rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated no further changes have been made and the patient will continue to be monitored. No adverse patient effects were reported.